Manufacturer narrative:
The device was returned and the evaluation found that the eyepiece was damaged, the image was yellowish and blurry, the eyepiece was from a third party repair and the label of the eyepiece was abnormal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause could not be determined, but it is most likely contributed to excessive force, wear and tear and third party repair. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the laparoscope had the eye piece damaged. There were no reports of patient involvement.

Event description:
It was reported, that the laparoscope telescope had an e225 error with a loose endoscopic port. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.